Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery. The customer reported that they had high blood glucose levels of 587 mg/dl and 540 mg/dl. Their current blood glucose level was 577 mg/dl. The customer reported that they had already changed the set. Troubleshooting was performed and insulin exited without incident. It was noted that the customer was able to take a reading and a bolus. The device will not be returned for analysis.